Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to unknown reason and on unknown date. The customer's current blood glucose was 130 mg/dl. Customer's other relevant blood glucose level was 124 mg/dl. Customer also reported that they had issue regarding loss of communication. The insulin pump will not be returned for analysis.